Event description:
Information received by medtronic indicated that the cap of the insulin pump had fallen off. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). On the event date (B)(6) 2022. Customer returned insulin pump for an alleged cracked endcap. The insulin pump perform visual inspection and pump received with cracked battery tube threads, missing endcap sticker and cracked endcap. The insulin pump passed the displacement test and test reservoir lock properly inside the reservoir tube. The insulin pump was confirmed for physical damage cracked endcap. Unit passed required testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.